Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Device had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 178 mg/dl. Troubleshooting was performed. The device was returned for analysis.